Event description:
During a routine follow up visit, a patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check revealed multiple disconnected electrodes. A lead revision procedure was completed to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section 6b. - explantation date. Section d9 - 9. Date returned to manufacturer; device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead and a non-saluda anchor were returned for investigation. Visual analysis identified exposed conductor cables with unravelling and breaks at the anchor site. The lead failed functional testing with multiple disconnected electrodes, confirming the complaint. Implant technique may have caused or contributed to the observed lead damage; the root cause of the damage is not able to be definitively determined. The evoke scs system surgical guide provides details on proper anchoring technique for the lead. The evoke scs system clinical manual outlines impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." Correction: section h6- health effect: previously reported as - inadequate/inappropriate treatment or diagnostic exposure (4610). Corrected/updated to - absence of treatment (4611). Section h6 - component code: previously reported as - patient lead (3079). Corrected/updated to - electrical lead/wire (452).